Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer¿s blood glucose was 600 mg/dl at the time of incident. The insulin pump showing 300 mg/dl but meter shows 600 mg/dl and document current blood glucose was 56 mg/dl. The customer was treated for high blood glucose with manual injections, pump. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode features was active at the time of high blood glucose. The insulin pump will not be returned for analysis.